Manufacturer narrative:
It was reported that the device was discarded. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a primary plumset where the clave port on the cassette remained depressed after removal of b line/spiros. The device was not replaced. There was a report of unprotected chemo exposure and a delay in therapy; however, there was no adverse event, no blood loss, no operator consequences, and no medical or surgical interventions were required. This reflects 1 of 3 instances from the same lot.